Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (over 500 mg/dl) and the cause was not known. The pump supplies were changed and a bolus was delivered to address the bg. A pump system check was performed and no device issues were identified. The customer declined to remove the infusion set cannula for inspection at the time of the report and was to monitor the bg.